Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device was not returned to the manufacturing facility for evaluation. Reproductive testing was performed. A product sample was subjected to repetitive bending forces at a 90-degree angle till it got fractured. Subsequent electron microscopic inspection of the fracture revealed that the fracture cross section had a dimple pattern with no diminishment of the outside diameter toward the fracture end. A product sample was subjected to repetitive one-way torque force in the curved state till it got fractured. Subsequent electron microscopic inspection of the fracture revealed the generation of a radial pattern on the fracture cross-section surface. A product sample was subjected to a one-way pulling force till it got fractured. Subsequent electron microscopic inspection of the fracture revealed the outside diameter of the wire had been diminished toward the fracture end. A product sample was subjected to a pulling force in the state of being formed into a loop-like shape till it got fractured. Subsequent electron microscopic inspection of the fracture revealed the core wire had been flexed toward the fracture end. A review of the device history record and the product release decision control sheet was unable to be conducted due to the unknown product code and lot number. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. Based off the evaluation it is likely that the actual sample got fractured due to having been subjected to one of the described force. The device labeling does address the potential for such an event in the instructions-for- use (IFU) with statements such as the following: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. - attachment: [(B)(4).pdf]

Event description:
A user facility medwatch (B)(4) was received. The following information was provided: during an ercp, a piece of sheared wire from a previous procedure was removed from the common bile duct. There was no harm to the patient. Additional information received on january 3, 2018. The patient had undergone a prior ercp procedure on (B)(6) 2017 and during the second ercp on (B)(6) 2017 the wire fragment was observed in the patient's common bile duct. It was determined that the fragment remained from the previous ercp. The fragment was removed with an unknown device. There was no bleeding reported. The second ercp was completed with no issue. There was no medical intervention or longer stay needed.